Event description:
Per the physician, the patient experienced chronic infection at the site of the device and device extrusion. The patient was treated with antibiotics (type not reported) and underwent skin flap revisions and reposition of the implant all of which did not alleviate the issues. The device was explanted (B) (6), 2010. Reimplantation is unknown but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(4) 2012.